Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that while doing a gmrs knee revision they opened a 16mm extension for gmrs when opened there was a white film on the implant and packaging. Another was used.

Manufacturer narrative:
An event regarding generation of debris within the pack as a result of scuffing caused by the gmrs extension piece component within was reported. The event was confirmed through photographs. Based on the photographs provided, the white debris appears to be petg debris that would have been generated as a result of scuffing due to movement of the component within the inner blister pack. Device history review: review of the DHR was satisfactory. Complaint history review: no other events for this lot were reported. The event description stated that there was white debris present within the pack and on the component itself. Based on the visual inspection of the white powder-like debris and the material analysis conclusion that the debris was a polymer material, the white debris appears to have been generated within the pack as a result of scuffing caused by movement of the component within. It is pertinent to note that this pack was in circulation for approximately 4 years prior to its attempted use and was also packed prior to the introduction of the protective end caps that are applied to either end of stem-type components within the skin pack to improve the security of the device within the pack during excessive handling.

Event description:
It was reported that while doing a gmrs knee revision they opened a 16mm extension for gmrs when opened there was a white film on the implant and packaging. Another was used.